Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard cruciate retaining porous femoral component left 62.5mm catalog #: 183066 lot #: 812550, biomet regenerex tibial tray 67mm catalog #: 141272 lot #: 559300, biomet finned primary stem 40mm catalog #: 41314 lot #: 023760, vanguard e1 as tibial bearing 10mm x 67mm catalog #: ep-189040 lot #: 822530. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address patella implant fracture and pain after a fall approximately nine (9) years post-operatively. Due to the size of the patient's anatomical patella, no new patellar implant was placed. Initial operative notes noted no intraoperative complications. Revision operative notes confirmed that the patella component was disintegrated into small fragments and the titanium pegs were removed easily, two of the three notably loose. The patellar bone was too small to cement a new component and the surgeon opted not to implant a new prosthesis. At the end of the procedure, the patient's range of motion was stable and satisfactory. No intraoperative complications were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Primary medical records indicate no intraop complications. Revision operative notes state that the patella popped off easily and titanium was disintegrated into small fragments that were removed. The titanium pegs were removed easily from which 2 were loose and 1 removed with freer. The root cause of the event was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. This complaint is confirmed with the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.